Manufacturer narrative:
Batch review performed on 24 february 2021: lot 1909763: (B)(4) items manufactured and released on 04-mar-2020. Expiration date: 2025-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Ceramic femoral head was removed due to the patient having an infected wound. The patient received washout on (B)(6) 2021, and it was planned for a head and liner change on (B)(6) 2021 (1 month after primary). However, during revision surgery, after many attempts the liner could not be removed from the shell. The surgeon was happy to proceed with a head change only. The wound did not seem to be still infected following the first washout. Pathogen was streptococcus agalactiae.